Event description:
It was reported that the device was suspected of premature battery depletion due to chronic elevated left ventricular (lv) lead capture threshold. The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. Concomitant: 5076-58 implantable pacing lead (B)(6) 2011; 1156t competitor implantable pacing lead (B)(6) 2009; 5076-45 implantable pacing lead (B)(6) 2009; 6944-65 implantable tachy lead (B)(6) 2009. (B)(4).